Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported during a patient procedure their bronchoscope had small pieces come off of the distal end. The bronchoscope had been processed in resert prior to the procedure.

Manufacturer narrative:
No report of procedural delay or cancellation. The scope pieces were retrieved and removed from the patient. The bronchoscope was sent to steris for evaluation. Review of the device determined the age of the device, approximately 14 years old, was a contributing factor to the reported event. Damage was identified along the insertion tube; however it is unrelated to the reported event. Steris communicated the following recommendations to the user facility based on the results of the evaluation: a full evaluation of all chemicals that come in contact with scopes especially wipes, accessory chemicals used at the bedside, cleaning chemicals, and alcohol rinse agents should be performed. A review to determine if the scope may have come in contact with bleach. If bleach is used to rinse scopes or sinks; or if the water system recently flushed for infection control purposes. A test to be conducted of the user facility's water quality. And to examine if the scope is periodically sterilized by alternate means. The customer agreed and reported to steris that the age and use of the bronchoscope is likely the cause of the reported event. No additional issues have been reported.